Manufacturer narrative:
Tandem user guide indicates that insulin on board (iob) is the insulin that is still active (has the ability to continue to lower the bg) in the body after a bolus has been delivered. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not understand the insulin on board (iob) function. The customer administered too much insulin and had a blood glucose level of 60 mg/dl and then 480 mg/dl. Tandem technical support provided instruction on the iob function. The customer acknowledged and at the time of contact with tandem technical support, the customer was feeling "okay".